Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, b2, h1 - additional information was received and it was reported that this device was not used on the patient. Therefore, this medwatch report is being voided.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact the surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the following information on the authorization to use or disclose information form attached: your surgeon¿s name, email, phone number, address your signature please scan the signed form and email back to ethicon.

Event description:
It was reported by the wife of the patient that the patient underwent a surgical procedure for skin cancer in the end of (B)(6) 2025 or the beginning of (B)(6) 2025 and suture was used. Post-op, the healing of the suture was "gnarly". The suture popped out of his skin. On (B)(6) 2025, the patient had his shoulder replaced. The mess of suture was in the same spot and the doctor was unable to cut into the section for his shoulder. It was opined that the patient was allergic to the suture and that is why it was popping out of his skin. The patient is still unable to undergo operation with the orthopedic surgeon. The patient returned to the skin cancer doctor and the doctor removed the sutures. The sutures were removed over a few appointments. The doctor sent the lanced skin from the patient to check for infection. Results from the lab confirmed no infection. The patient was given antibiotics and topical antibacterial medication. When it was learned this was an allergic reaction, the doctor stopped the antibiotics. Nothing was given for the allergic reaction. The patient returned to the orthopedic surgeon and the patient was told it was still inflamed. The patient went back to the dermatologist to learn if they should put anything on for the inflammation. The patient is still unable to have surgery for the shoulder. The patient is waiting to have surgery on their shoulder and neck. This is also putting on hold their move to another state. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: the patient will be having surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: maybe allergic to suture. Informed by the doctor.